Event description:
As reported, the sealant of a 6f-12f mynx control venous vascular closure device (vcd) came out with the device attached to the atraumatic tip, and the access site was bleeding. Manual compression and a figure-of-eight stitch were applied to achieve hemostasis, with manual compression lasting two minutes after stitch placement. There was no reported patient injury. The device was not exposed to temperatures exceeding 25°celsius and was prepped correctly under the sales representative's guidance. The sales representative was present for the case and was providing case support. The physician closed a total of three venous access sites during the case; one was closed with a non-cordis suture-mediated closure device, and two were closed with mynx control venous devices. The device had been used to close an 11f venous access site following removal of an unknown 11f 11cm sheath. After deflating the balloon, pressing button #2, and removing the device on the 11f site, the sealant came out with the device, attached to the atraumatic tip. Buttons #1 and #2 were fully depressed, the balloon was fully deflated, and no resistance was encountered during device use. The unknown 7f 8cm sheath access site was closed as intended. The physician followed all procedural steps as directed with good technique. The patient¿s body mass index (bmi) was recorded as 41. The device was used in an interventional procedure for atrial fibrillation, with a venous approach toward the heart. The sheath french size was 11f. The suitability of the femoral vein was not verified by venography, but the vessel diameter was confirmed to be =5 mm. The vessel depth was not shallow, and the patient was described as large with a big panus. The deployer was nearly certified and trained under a cordis representative and was considered a proficient user. The patient does not have a history of infectious diseases. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f-12f mynx control venous vascular closure device (vcd) came out with the device attached to the atraumatic tip, and the access site was bleeding. Manual compression and a figure-of-eight stitch were applied to achieve hemostasis, with manual compression lasting two minutes after stitch placement. There was no reported patient injury. The device was not exposed to temperatures exceeding 25°celsius and was prepped correctly under the sales representative's guidance. The sales representative was present for the case and was providing case support. The physician closed a total of three venous access sites during the case; one was closed with a non-cordis suture-mediated closure device, and two were closed with mynx control venous devices. The device had been used to close an 11f venous access site following removal of an unknown 11f 11cm sheath. After deflating the balloon, pressing button #2, and removing the device on the 11f site, the sealant came out with the device, attached to the atraumatic tip. Buttons #1 and #2 were fully depressed, the balloon was fully deflated, and no resistance was encountered during device use. The unknown 7f 8cm sheath access site was closed as intended. The physician followed all procedural steps as directed with good technique. The patient¿s body mass index (bmi) was recorded as 41. The device was used in an interventional procedure for atrial fibrillation, with a venous approach toward the heart. The sheath french size was 11f. The suitability of the femoral vein was not verified by venography, but the vessel diameter was confirmed to be =5 mm. The vessel depth was not shallow, and the patient was described as large with a big pannus. The deployer was nearly certified and trained under a cordis representative and was considered a proficient user. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One non-sterile mynx control venous vascular closure device (vcd) was returned for investigation. Additionally, one picture related to the reported malfunction of the product ¿mynx control venous vcd¿ was provided for review. The image shows two units, with only the distal sections visible inside catheter sheath introducers (csis). For the unit on the left, the sealant is located in the middle of the atraumatic tip and appears saturated with blood. For the unit on the right, it is not possible to determine the sealant¿s position, as only a small portion of the distal section is visible. The placement of the sealant in this unit could not be observed. No other notable details or anomalies were observed in the attached picture. Visual inspection of the received device revealed that button 1 was fully depressed, and button 2 was also received in a fully depressed position. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. The sealant sleeves presented no abnormal conditions. Additionally, an 11f non-cordis csi was returned inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not show any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment functional test could not be performed, as the device was received in a fully deployed condition. The reported event of ¿sealant-inaccurate placement-complete¿ was observed through analysis of the picture received since it was noted that the sealant was still on the atraumatic tip of a device. However, the exact cause of the issue could not be conclusively determined during analysis. Based on the information available for review and picture/product analysis, it is not possible to determine what factors may have contributed to the reported issue with the device since it was received with both buttons fully depressed with no issues and the sealant was not included. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible since the user was in training at the time of use. However, as it was confirmed by the sales rep that the physician used good technique, it could possibly be related to vessel/patient factors as well. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, picture analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.